Manufacturer narrative:
Correction to the follow-up 2 MDR in block h10. The returned gauge was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that the procedure was aborted due to a spinous process fracture caused by the gauge. The fracture occurred while the physician was attempting to determine the size of the spacer that the patient would require. The patient was reportedly doing well following the procedure and would be treated for the fracture.

Event description:
It was reported that the procedure was aborted due to a spinous process fracture caused by the gauge. The fracture occurred while the physician was attempting to determine the size of the spacer that the patient would require. The patient was reportedly doing well following the procedure and would be treated for the fracture.

Event description:
It was reported that the procedure was aborted due to a spinous process fracture caused by the gauge. The fracture occurred while the physician was attempting to determine the size of the spacer that the patient would require. The patient was reportedly doing well following the procedure and would be treated for the fracture.

Event description:
It was reported that the procedure was aborted due to a spinous process fracture caused by the gauge. The fracture occurred while the physician was attempting to determine the size of the spacer that the patient would require. The patient was reportedly doing well following the procedure and would be treated for the fracture.